Event description:
It was reported that the display device is not alerting at the proper threshold. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Product was provide for investigation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. A functional test was performed and passed. An alarm/alert manual test was performed and passed. The device was opened and an internal visual inspection was performed and passed. The device log was downloaded and reviewed and the display device is not alerting at the proper threshold was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined.

Event description:
It was reported that an alert/notification issue occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot was performed and passed. A functional test was performed and passed. Alarm/alert manual test was performed and passed. An internal visual inspection was performed and passed. Receiver try it test was performed and passed. The receiver log was downloaded and reviewed. The allegation was confirmed for audio issue due to delayed alerts. The probable cause was receiver dispatch error.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information - d4 model no

Event description:
Subsequent to the initial MDR, additional information is available.